Event description:
It was reported to boston scientific corporation that a nephromax balloon dilatation catheter was used during a bilateral percutaneous nephrostolithotomy (pcnl) procedure on (B)(6) 2012. According to the complainant, during the procedure, the nephromax would not inflate to any pressure level. The difficulty inflating occurred during the first attempt to inflate. It was also noted that the catheter shaft was kinked. Upon removal of the catheter the physician saw that the balloon was bent. The balloon shape was kinked, not curved like a banana. The condition of the patient following the procedure was reported as stable.

Manufacturer narrative:
(B)(6). The reported events of balloon inflation issue, pressure issue and bent. The reported event of device catheter kinked.

Manufacturer narrative:
Visual analysis of the returned product revealed that the balloon material was partially inflated with liquid. A polytetrafluoroethylene (ptfe) sheath was also returned with the device, the sheath was located on the shaft of the device proximal to the partially inflated balloon. A visual and tactile examination of the shaft of the device noted that it was kinked at three locations along its length at 255mm, 340mm and 385mm proximal to the distal tip. It was possible to inflate the balloon to its rated burst pressure of 17 atmospheres (atm) without any issue noted using an encore inflation device. The inflation device was verified before and after use with a calibrated pressure gauge (# 19238). Examination of the inflated balloon noted no issue with its profile. The root cause classification of this investigation is operational context.

Event description:
It was reported to boston scientific corporation that a nephromax balloon dilatation catheter was used during a bilateral percutaneous nephrostolithotomy (pcnl) procedure on (B)(6) 2012. According to the complainant, during the procedure, the nephromax would not inflate to any pressure level. The difficulty inflating occurred during the first attempt to inflate. It was also noted that the catheter shaft was kinked. Upon removal of the catheter the physician saw that the balloon was bent. The balloon shape was kinked, not curved like a banana. The condition of the patient following the procedure was reported as stable.